Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device ml5983 number, and no non-conformance's were identified. Evaluation summary: representative samples were returned for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture broke. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.